Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (the lesion had severe tortuosity, moderate calcification and 80% stenosis). Deformation problem evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (the lesion had severe tortuosity, moderate calcification and 80% stenosis). (B)(4).

Event description:
The physician attempted to deploy an endeavor sprint drug eluting stent. The target lesion was in the proximal cx. The lesion had severe tortuosity, moderate calcification and 80% stenosis. The lesion was pre-dilated with a 2.0x15mm balloon. The physician reported that resistance was encountered when advancing the device and the stent could not cross the lesion. When the stent was withdrawn it was noticed that the stent was deformed. The physician believes that the stent damage was due to the use of the device in difficult lesion morphology. Another stent was used to complete the procedure. Device evaluation: a number of struts on the 10th proximal stent segment were raised and deformed. The remaining segments were intact. There was no damage evident to the delivery device.